Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump had pump replacement in (B)(6) 2018 and the pump was infected and it was removed and a new pump was implanted on (B)(6) 2018. The patient had died on (B)(6) 2018. The death was thought to be related to the device or therapy. The patient passed away in a nursing home with hospice care. There was no further information reported at this time.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the device interrogation, the device had been programmed to deliver 2,000 mcg/ml of baclofen at 64.08 mcg/day and 25.0 mg/ml of hydromorphone at 8.010 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis.